Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. It was discovered that the implantable cardiac monitor exhibited undersensing. Programming changes were recommended but no changes were made during the visit. The patient remained in stable condition.